Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 10/10/2005 to 09/11/2020 and note that this device has been returned for service [insert number of times] without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was ail damage and broken bezel. Npi.